Event description:
Keravision was notified on 06/13/2000, of a microbial infection in the pt's left eye following intacs placement. The pt had bilateral intacs (0.35mm) implant in 2000. On 03/23/2000 a "ring infultrate" was noted on the left eye near wound (incision). This condition was treated and subsequently cleared. The medical facility suspects that an infection developed when the pt got soap in the eyes. In an unrelated event the intacs were subsequently removed (in 2000) from both eyes and replaced (in 2000) due to improper depth placement at the time of original implant. Following replacement vision is 20/15 in both eyes.